Event description:
Information received by medtronic indicated that insulin pump alarmed motor error during rewind and there were some motor error alarm in the alarm history. Customer stated that the insulin pump alarmed no delivery alarm repeatedly. Customer stated that the act key was not sensitive. No harm requiring medical intervention was reported. The insulin pump will be not returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Unit had unresponsive act and up buttons due to unlocked j2/lcd keypad connector. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm, no delivery alarms due to unresponsive button. Reconnected j2/lcd keypad connector, all button function properly. Pump history download using thds was successful. Thds was successful. However, there is no data available on event date, unable to perform data analysis for motor error alarm, no delivery alarms complaint. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail, keypad trace noted during visual inspection. Peeled out keypad overlay, found act buttons flattened (creased) buttons dome switch. Motor passed motor test. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. Unable to verify motor error alarm, no delivery alarms due to unresponsive button. Unresponsive act and up buttons due to unlocked j2/lcd keypad connector confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.